Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Review of t:connect pump data indicated that the battery gauge was inaccurate. Reportedly, the battery gauge was at 40% and 4 minutes later it increased to 100%. In less than 4 hours, the battery gauge decreased to 45%. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.